Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported via a manufacturer representative (rep) that there was premature depletion of the implantable neurostimulators (ins) on (B)(6) 2016. There were no known environmental or external factors that led to the issue. No diagnostics or troubleshooting was performed. The inss were replaced due to elective replacement indicator (eri) and the issue was resolved. The patients indication(s) for use were essential tremor and movement disorders. Refer to manufacturing report #3004209178-2016-23997 as the patient had two inss that reportedly reached eri prematurely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.